Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat an un-specified coronary artery. The 3.0 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, the balloon was difficult to inflate. The balloon rapidly inflated and became lodged/stuck with the stent implant. Difficulty was met deflating the balloon and removing it from the anatomy. A different device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported difficult to remove was confirmed. The reported inflation and deflation issues could not be confirmed as the returned device was inflated and deflated without issue.

Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.